Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and pressure tube with sampling site was returned for evaluation. No packaging or introducer was returned. A kink was observed on the catheter body at 25 cm proximal from the catheter tip. The proximal side of the thermal filament cover was separated from the thermal filament bonding area with gap. No visible damage to the balloon or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No error message was found on vigilance ii monitor when the catheter was connected to the monitor. The thermistor was found to read 37.0 when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.10 ohms. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of ¿pulmonary alveolar hemorrhage was observed¿ could not be confirmed during the evaluation, however, a kink at the proximal side of the thermal filament was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that a swan ganz catheter was placed in the right internal jugular vein before cardiac surgery. The patient was noted to have distal aortic arch aneurysm, angina and high blood pressure. The clinician had some difficulty in placing the catheter . Once the catheter was placed and surgery started, the patient had a decrease in blood pressure and blood stained sputum was noted upon tracheal suctioning. Fluoroscopy confirmed that the catheter was too deep in the pulmonary artery. A bronchoscopy was performed which noted pulmonary alveolar hemorrhage from the right inferior lobe. Consequently surgery was stopped. There was difficulty in removing the catheter through the introducer so both the catheter and introducer were removed. A kink was noted in the catheter. The patient was transferred to ICU.